Manufacturer narrative:
The device is not distributed in the united states, but is similar to a device marketed in the us. At this time, a 510k has not been assigned. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that two (2) vertecem v cements failed during a surgical procedure on (B)(6) 2016. Both were correctly prepared, according to proper technique, and temperature tested to be between 18 and 19 degrees. Following the completed preparation of the first cement, the surgeon attempted to fill a syringe, but was unable to draw the cement despite the use of increased force. The second cement was then opened and prepared, but the same issue was encountered when attempting to draw the cement inside the syringe. The surgeon then used his fingers to place the cement in the syringe, but the consistency was not as expected. Within fifteen (15) minutes of preparation, the first cement was already hard. The second cement was a little looser, but still not the expected consistency. When the nurse took the temperature of the cement again, it was 20 degrees. As a result of the issue encountered, the cement could not be used. No additional information available as to how the procedure was completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The 510k: #unknown. A device history record review was performed for the subject: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 16 march 2016. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two cements failed in the surgery were forged early. The first and second cement were prepared correctly, being supervised by (B)(6) person, the (B)(4) temperature was around 18 or 19 degrees. The first cement finished preparation, begins to fill the syringes, but it was not possible to draw the cement inside, although the maneuvers were more strongly. Then open another and the same thing happened, but this time the surgeon did not want to continue to open more, so he decides to take the concrete with the fingers and place it in the syringes, this report is 2 of 2 for (B)(4).